Manufacturer narrative:
Date of report: 12may2021.

Event description:
The customer reported the problem of incorrect displays for spo2. Additional information was requested if the spo2 was inaccurately reading high or low, but attempts have been unsuccessful. It was unknown if the device was in use at the time of event. There was no reported patient or user impact.